Manufacturer narrative:
(B)(4). Follow up attempt was made to obtain hospital release date; however, information was not provided by the customer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated for several days. Customer was treated in the emergency room for elevated bg levels (594 mg/dl), vomiting, diabetic ketoacidosis, and dehydration. Customer left the emergency room after six hours with bg level of 436 mg/dl but was very weak, lethargic and still receiving intravenous (IV) saline, glucose and insulin. Customer was ultimately admitted to the hospital ICU and treated with IV saline, glucose, insulin, and insulin injections. Customer was due to be released from the hospital the following day. Reportedly, bg levels were within manageable range. There was no permanent damage to the customer. Review of pump data and system check performed by tandem technical support found no anomalies.